Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 226 mg/dl. The customer also reported other blood glucose values such as 257 mg/dl. The customer was treated with intravenous in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer reported that the insulin pump was on auto mode. The insulin pump will not be returned for analysis.